Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that about 60 hours after pump was replaced, the patient went through what they think was withdrawal. At the replacement surgery, the manufacture representative was present. The physician was asked to check medication, the pump was emptied and filled. The catheter was emptied of less than 1cc of drug and cerebral spinal fluid (csf). The pump was primed to tip and started to previous dose. It was noted that nothing unusual happened during the procedure. A medical intervention was done. They were trying to figure out if the concentration was right. The patient had under-dose symptoms and less than 50% therapy relief. The patient was out of withdrawal period (the patient went through withdrawal-no specific symptoms were mentioned) but remained very spastic and not controlled. It was noted that the patient was not getting effective therapy and back to pre-implant spasticity. The patient's status at the time of report was "alive-no injury." The pump system was delivering gablofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)